Manufacturer narrative:
B5 additional information was added as it was omitted from the initial report that was submitted. H6 health effect - impact code was added to represent the additional information was received but was omitted from the initial report that was submitted.

Event description:
Volume was given to resolve the hemolysis.

Manufacturer narrative:
This is one of two related reports. This report represents the second impella 5.5 and another report was submitted to represent the first impella 5.5. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the direct aortic approach to support the 71-year-old male patient who had been admitted in with plan for high-risk surgery, of valve replacement, presenting in scai stage e shock. This pump is the 2nd 5.5 that replaced prior pump captured in complaint (B)(4). The pump was supporting when there was concern of hemolysis on day 8 of the support. After 2 more days of support the pump was explanted and the patient survived the harm. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/mechanical interaction with blood: the root cause of the hemolysis was not determined due to insufficient clinical details, and unreturned product and logs for further investigation.